Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic the vasoview hemopro 2 used on a patient didn¿t work as expected. They were not able to pass the scope/bipolar hand piece hard to push in.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: d4-lot #-corrected to(3000280615) , d4-exp. Date -corrected to (11/16/2024), h4-manufacture date-corrected to (11/18/2022). The lot # 3000280615 history record review was completed. There was one (01) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.